Event description:
A us distributor reported that a monitor belt receptacle was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle was damaged. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged monitor.